Manufacturer narrative:
The reported events were lead dislodgement and high pacing lead impedance. As received, a complete lead was returned in one piece. The reported event of high pacing lead impedance was not confirmed. Electrical, x-ray and visual examination were normal and no anomalies were found.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead exhibited high pacing impedance and would dislocate. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.